Event description:
About a third of the product remained in her body- vagina [foreign body in reproductive tract]. About a third of the product remained (in her body) [device breakage]. Case description: consumer called stating her daughter used a tampon, and about a third of the product remained inside her body. No serious injury was reported.

Manufacturer narrative:
09-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
About a third of the product remained in her body- vagina [foreign body in reproductive tract]. About a third of the product remained (in her body) [device breakage]. Consumer called stating her daughter used a tampon, and about a third of the product remained inside her body. No serious injury was reported.